Event description:
This rv lead was implanted on (B)(6)2000 and was capped on (B)(6)2017. In international a call log on (B)(6)2017 it was noted that the lead was capped due to a noise noted on electrograms. Spiking lead impedance increase to over 2000 ohms. The physician was dr. (B)(6) at an unknown facility. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).